Event description:
Analysis on the generator was approved. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Analysis on the lead was approved. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Event description:
It was reported that a patient's device was explanted due to an infection. The patient was seen by the surgeon, and he had been picking at the generator site. The surgeon took the patient into surgery and added a suture to the generator site, which the surgeon thought would take care of the issue. However, the patient returned to the surgeon, and the infection was still present. The surgeon then explanted the generator and a portion of the lead. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. The generator and lead were received. Analysis has not been approved to date.